Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on the morning of (B)(6) 2010, she obtained an alleged high blood glucose reading of "455 mg/dl" with the subject meter. The cca noted that the patient manages her diabetes with insulin (self adjuster). In response to the reading, the patient claimed she adjusted her insulin accordingly and took 12 units of lantus and 8 units of humalog insulin. 3 hours later, the patient claimed she "passed out" while on a train. The patient reported that emergency services was contacted and they treated her with glucose tablets and/or glucose gel. At the time of troubleshooting, the cca noted that the patient did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Event description:
This is a case report received on 30 mar 2010 by baxter (B) (4) from (B) (4). On 16 mar 2010, the patient received a minicap extended life pd transfer set. On (B) (6) 2010, the patient had an episode of peritonitis, which was treated and no further actions were taken. On (B) (6) 2010 the patient was ok, but complained about the transfer set leaking and the leaking transfer set was identified in the hospital. The patient's healthcare professional thinks it might have been the cause for the peritonitis episode on 19 march. Therefore, there is only one peritonitis episode associated with this patient. A sample is available and will be returned. On 12 apr 2010 the following additional information was obtained: the patient used the transfer set for two weeks. Since (B) (6) 2008, the patient performed peritoneal dialysis (pd) therapy (automated pd and continuous ambulatory pd during the daytime). No products were used to disinfect the transfer set. The roller-clamp was normally manipulated, following the instructions of the hospital. Treatment for the peritonitis included 5 250mg doses of cefazoline intraperitoneal starting on start on (B) (6) 2010. After laboratory results, the patient received coagulase negative (B) (6) resistant cefazoline and was switched to vancomycin intraperitoneal on (B) (6) 2010. The patient is now recovered.

Manufacturer narrative:
(B) (4). A manufacturing batch record review was reviewed for the lot involved and no issues were noted during the manufacturing process or deviations from standard procedure the actual sample involved in the incident has been received for evaluation, and a follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4). The 510(k) number in the initial medwatch report was inadvertently provided, as a 510(k) number is not applicable as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample involved in the event was received with the cap on the dark blue connector attached and no cap on the patient connector. A laboratory titanium adapter was functionally hand-tightened without difficulty. The sample was tested underwater at 8 pounds per square inch (psi) with no leak noted. Therefore, the complaint could not be confirmed in the laboratory.